Event description:
A customer contacted beckman coulter inc. (Bci) in regards to producing an erroneous inorganic phosphorus (p) result generated by the au2701-02 chemistry analyzer. The erroneous result was reported out of the laboratory. It is unknown whether patient was affected by this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and found foam in the reagents and some of it coated one of the reagent probes. The reagents were cleared and the probes were sonicated. The fse inspected all syringes, performed calibration and qc, calibration verification, and precision test. System performed according to specifications. This event is due to improper handling of the phosphorus reagent. The customer discovered one of the sample probes were leaking, which was corrected by the fse.